Manufacturer narrative:
No unexpected button error alarms or ramping of number noted. Insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm during a bolus delivery. Customer also stated their numbers were ramping up unexpectedly. The customer's blood glucose was 365 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.